Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the instruments were consistently unexpectedly difficult to verify. The representative (rep) swapped side emitters and the issue was resolved. This had been a recurring issue at the site. There was no impact to patient outcome and surgical delay was reported as 15-minutes. Both medtronic imaging and navigation were aborted. There was troubleshooting present. It was reported that the rep reported the site kept their side emitter in a foam-lined drawer with no reported damage to emitter. The probable cause noted was a suspected issue with the side emitter.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9731203, ubd: unknown, UDI#: unknown. F1906: navigation aborted f1908: delay of less than one hour f26: no patient impact h3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.